Manufacturer narrative:
B3- date of event: estimated. D4- the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of ischemia, occlusion and thrombus are listed in the perclose proglide instructions for use (IFU), as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of ischemia, occlusion and thrombus and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. Based on the information reported through the research article, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment article titled: "a single-center experience with total percutaneous implantation of a low-profile thoracic aortic stent-graft".

Event description:
This study evaluated the safety and effectiveness of total percutaneous implantation of zenith alpha thoracic (zta) endograft in the treatment of thoracic endovascular aortic repair (tevar) between january 2018 and january 2021. A total of 56 patients were included in the study. The proglide device was discussed in the article. During the procedures, percutaneous access was achieved via the common femoral artery and the sutures of 2 proglide devices were placed in the patients using the pre-close technique. During the study there were four cases of access vessel complications requiring surgical repair, amongst which only 2 were directly linked to the ipsilateral femoral access with a case of femoral artery occlusion and a case of iliac artery thrombosis, both including acute limb ischemia. The other 2 access vessel complications were both linked to the upper access, which when deemed necessary, were performed via surgical cutdown or percutaneous access of the left brachial or proximal cubital arteries, and unrelated to proglide use. In the upper access complications, there was a case of brachial artery pseudoaneurysm and an axillary artery injury with relevant hematoma requiring surgical evacuation and repair. The study concluded that "the outcomes of total percutaneous implantation of zta endograft show excellent primary technical success and favorable midterm ongoing clinical success. Factors associated with worse outcomes include the repair of ruptured aorta and a high sheath to access vessel ratio". Specific patient information is documented as unknown. Details are listed in the attached article, titled "a single-center experience with total percutaneous implantation of a low-profile thoracic aortic stent-graft".